Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, the sensor failed on (B)(6) 2026, after which she was no longer able to receive sensor glucose readings. The reporter was unable to recall the cgm glucose value immediately prior to the reported wearable failure. On (B)(6) 2026, the patient provided follow-up information and confirmed that she had experienced an additional hospitalization in (B)(6) 2026. The patient reported being hospitalized on (B)(6) 2026 due to hyperglycemia. She stated that while lying in bed and attempting to check her blood glucose, her fingerstick blood glucose meter also failed to provide a reading. The patient reported presenting to the hospital at approximately 8:03 am after her blood glucose meter displayed a value indicating that her blood glucose level exceeded the measurable range. She estimated her blood glucose was greater than 600 mg/dl. No information was provided regarding whether a fingerstick blood glucose measurement was obtained at the hospital. The patient was unable to provide an approximate time at which she became symptomatic following the reported sensor failure. The patient stated that she sought medical treatment because, following the wearable failure, she was unable to monitor her glucose levels. No information was provided regarding the duration of the hospitalization. She also reported experiencing emotional distress during this event. The patient further reported that she underwent eye surgery and developed blood clots in her eyes, which she attributed to diabetic ketoacidosis (dka). She stated that she was discharged from the hospital and readmitted on the same day at approximately 6:08 pm; however, she was unable to recall the exact time of discharge. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 codes: health effect - clinical code problem code: e0514 thrombosis/thrombus / code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.